Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092-52 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead had increased thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.